Manufacturer narrative:
G4:08jan2021. B4:11jan2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03417 was submitted. All information are submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported that the touch screen will not calibrate. The customer contacted product support and reported that they cleaned the touchscreen and the calibration states bad touch and will not calibrate. Product support advised the customer to replace the touch screen and emailed the customer bench repair form and dispatch. The customer reported that the unit was not in use on a patient.